Manufacturer narrative:
This product is not expected to be returned. If the product is returned and analysis is performed and this report would be updated at that time

Event description:
It was reported that right ventricular (rv) lead was explanted due to perforation of heart wall. No additional adverse patient effects were reported.